Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Patient reported left side "pains and implant has to be removed". Later, patient reported "displacement of the implant". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ migration: unable to observe this condition. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "pains and implant has to be removed". Later, patient reported "displacement of the implant". Device has been explanted and replaced with non-abbvie device.